Event description:
Product was used on the lcfa following a peripheral radiology procedure. During the procedure, it was noted that the sheath had separated from the hub and the product sheath remained in the tissue tract. The sheath was easily removed and there were no resulting clinical complications.